Event description:
Pt seen in cardiologist office noted to be in functional rhythm. Cardiologist suspected epicardial wire fracture. Pt had diagnostic cardiac catheterization via limited sternotomy incision performed to replace epicardial wire.